Event description:
It was reported that the surgeon performed discography at multiple levels on the patient's cervical spine and subsequently performed anterior cervical discectomy on at least two levels on the patient's cervical spine using a rotational cutting blade tool. The patient suffered an injury to his cervical cord which caused the development of a syrinx and has resulted in permanent and progressive damages.

Manufacturer narrative:
Method: risk assessment: results: device history review, device inspection, complaint history review could not be performed as the reported device was no properly identified. Conclusion: root cause of the reported event determined because no device and/or insufficient information was provided for review.

Event description:
It was reported that the surgeon performed discography at multiple levels on the patient's cervical spine and subsequently performed anterior cervical discectomy on at least two levels on the patient's cervical spine using a rotational cutting blade tool. The patient suffered an injury to his cervical cord which caused the development of a syrinx and has resulted in permanent and progressive damages.